Manufacturer narrative:
Testing of actual/suspected device: to fix the issue, the fse replaced the connector then completed pm service and safety checks. All testing passed and the iabp unit has been cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.the initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the fo connector was defective. The blue housing from the connector was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: b5.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) was observed that the fo connector was defective.  The blue housing from the connector was broken.  There was no patient involvement.